Event description:
Reporter called with complaint of her hospital bed that was delivered to her home after being discharged from the hospital one week ago. The bed is dangerous and very uncomfortable. The mattress slides off of the bed when she is laying on it and if not for the safety bars, she would fall out of the bed on account of the mattress constantly sliding off. This is a safety concern for the reporter.